Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error alarm at the time of self test. The customer¿s blood glucose was 14 mmol/l. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm, able to complete rewind. Customer stated that they did self test few times and got the same pump error alarm. Customer stated that they received hardware low level failures alarm three times and another alarm once time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.